Manufacturer narrative:
The investigation for malfunctions "low pump flow" and "positioning issues" has been completed. The user facility returned the impella products for evaluation. In addition, data logs were provided to aid in the investigation. Low pump flow malfunction: visual inspection found biomaterial in ph & wrapped around the impeller. No other defects were found on the rest of the pump. Positioning issues: the root cause of the positioning issue was determined to be use related as the pump was pulled back across the aortic valve during repositioning. The failure modes will be monitored and trended.

Event description:
The user facility reported a 51-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The device had ongoing suction issues during patient's impella support. Repositioning was attempted to troubleshoot the issue, however the pump was pulled into the aorta and would not re-cross the aortic valve. The pump was subsequently removed and replaced for continued support. There was no patient harm.